Event description:
Patient suffered leg amputation from a shredding machine. E-mat tourniquet was applied to thigh and broke apart after tightening. The internal string to the winding mechanism broke. A second tourniquet from another manufacturer was used successfully to stop the bleeding.

Manufacturer narrative:
The e-mat device used in the field was not available for return, however, the complainant returned a used device which, per the complainant, was broken during a training session. The e-mat was from the same lot as the e-mat used in the field. Another e-mat from the same lot, still in the original packaging, was also returned. Evaluation of the broken returned device showed that the broken cord was fully wound around the turnkey mechanism, indicating that it had been over-tightened beyond its travel limit as a result of user error. Multiple lot tensile testing of the cord met manufacturer specifications. (B)(4). Pyng medical is filing this report as a conservative interpretation of the FDA regulations, in an abundance of caution, and as a more strict interpretation of internal sops regarding the filing of events occurring outside of the us.